Event description:
The customer reported that there were problems with the battery not powering the device.

Manufacturer narrative:
The factory has not yet received the device for eval, and this complaint is still under investigation.